Event description:
It was reported that the patient presented in patient experiencing dizziness. Upon review, it was noted that the right ventricular (rv) lead exhibited episodes of over-sensed noise. Lead fracture and/ or insulation damage was suspected. The lead was reprogrammed and was then capped and replaced on (B)(6) 2026. Fluoroscopy revealed no anomalies. The patient was in stable condition.